Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis user facility reported that an internal dialyzer blood leak occurred during treatment. The blood leak was visible in the dialysate compartment. Other than the ruptured fibers that reportedly caused the leak, there was no visible dialyzer damage. Blood test strips were used and they tested positive for blood twice. The machine did alarm. The patient's estimated blood loss was approximately 300ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The device was returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the fibers were wet with evidence of blood exposure. The fiber bundle was streaked with blood. Coagulated blood was noted in the dialysate compartment on the non-cavity ID end (within the dialysate ring). Coagulated blood was also noted between the cut surface and screw flange on each end of the dialyzer. Gross visual examination of the dialyzer observed a short fiber at the non-cavity ID end at approximately 270 degrees (with the dialysate ports situated at 0 degrees). There was no other damage or irregularities noted. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles was noted from the non-cavity ID end potting cut surface (within the location of the observed short fiber). The dialyzer was then subjected to a destructive disassembly for further visual examination. Both screw flanges were removed and subsequent visual examination of the polyurethane (pu) cut surfaces noted both ends to be intact. No visual damage, irregularities or separations were identified. The fiber bundle was then removed from the dialyzer housing to better inspect the inferior pu surface/fiber bundle. Subsequent visual examination of the fiber bundle did not identify any other damage or irregularities to the fiber bundle; specifically, no loose fiber fragments, and/or kinked or looped fibers. The inferior surface of both pu potting ends were examined for voids and none were noted. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported complaint of an internal blood leak. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot met all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. A short fiber was identified at the non-cavity ID end of the returned device during visual examination. During the laboratory bubble point test, a steady flow of bubbles was noted (also) at the non-cavity ID end (within the location of the short fiber). The short fiber that was identified may have resulted in the reported internal leak.